Event description:
The customer reported the system exhibited errors and intermittent functionality requiring a reboot to attempt to regain functionality. There is no report of pt injury or death.

Manufacturer narrative:
There was no ge service performed. The customer rebooted the system and it is operating as intended.